Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the main lamp turned off during an unspecified procedure involving an olympus xenon light source. The examination was completed using emergency lighting. There was no patient injury reported.